Event description:
According to the reporter: needle broke off from the ferrule making the suture not useable. Happened may times from same lot number. The current patient status is ok. There was no unanticipated tissue loss. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. Another lot number was used to finish case. The breaking occurs when the surgeon is holding tension on a running suture line, mid-case, between the needle and ferrule. Nothing fell into the patient's cavity.

Manufacturer narrative:
(B)(4).